Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown. A trend related investigation was performed. No trend could be identified. The root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
It was reported via the FDA's medwatch program (mw5043093) that a consumer had both eyes involved in the event that was experienced and sought medical attention. The consumer continued to wear her contacts, which were prescribed for a daily wear with a two week replacement. The lens involved was worn one day. The clinical diagnosis was keratitis/ conjunctivitis. There was a moderate anterior chamber reaction, no ulcer, no infiltrates, and no permanent staining. There was corneal staining of moderate severity and greater than 50% staining. The consumer was treated with tobramycin-dexamethasone, four times a day in both eyes. The event resolved and lens wear resumed. The event did not recur upon resumption of lens wear. No further information available.